Event description:
On (B)(6), 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter read inaccurately low. On (B)(6) 2012, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information; however, the patient did not want to answer follow up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began in (B)(6) 2012. The patient reported blood glucose results that were lower than his expected result and compared to another device. The patient reported a blood glucose result of "79 mg/dl" with the subject meter and, additionally, obtained blood glucose results of "129 mg/dl" with the subject meter and "156 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 30% and/or <= 30 mg/dl. The patient manages his diabetes with glipizide pills. The patient continued to take his usual dose of medications. Also in (B)(6) 2012, the patient visited his physician's office and the physician increased the patient's usual dose of glipizide from 3 pills to 4 pills. On (B)(6) 2012, the patient claims he felt symptoms of headache, sweaty and lack of ambition. No additional treatment was specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
This is a correction for follow-up #1 (5/16/2012) - device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The 510(k) # is k053529.

Manufacturer narrative:
(B)(4). Device evaluation: the test strip involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the reported issue was unfounded during investigation. However, unrelated to the issue, the control solution result was above the range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.